Manufacturer narrative:
Unit had no backlight display due to el panel shorted to lcd metal frame. Down arrow button functioned properly. No cosmetic damage noted. Pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime and system sensor test, no delivery test, displacement test.

Event description:
The customer reported via phone call that the down arrow on the insulin pump keypad is not responsive and the back light does not work. The customer's blood glucose reading was 180mg/dl at the time of incident.